Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored and no battery out limit alarm was noted. The insulin pump was programmed with a low reservoir alarm for 30 units and tested with a water filled reservoir. The units left on the display matched properly with the units left in the reservoir. The low reservoir alarm worked properly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and reservoir tube window, and a missing end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump would have 3 or 4 units left in the reservoir, and all of the insulin did not get pushed out. The customer reported that the insulin pump would trigger a low reservoir alarm with 124 units left in the reservoir. The customer did not reset the time and date when a battery out limit alarm occurred. The insulin pump passed the displacement test and the self test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.